Event description:
A customer reported to the carefusion sales representative that they were using a 3-in-1 high concentration non-rebreathing mask and the reservoir bag separated from the connector while it was on a patient. There was no patient injury reported. Additional information received from the customer indicates, "this was brought to my attention by the nursing staff. They have shared this is not the first time the tape around the connection between the bag and the mask becomes loose and the bag falls off of the mask. This was discovered almost immediately as the o2 saturation dropped below 94% causing the bedside monitor to alarm. There was no injury to the patient and it was changed immediately. We have been proactively changing the entire mask/bag every 12 hours to prevent this in the future. However there is additional costs for supplies related to this. If we can research a higher quality product that would be helpful."

Manufacturer narrative:
(B)(4) upon completion of the investigation, a follow up report will be submitted.

Manufacturer narrative:
Results of evaluation: the customer return sample was received and evaluated. Visual inspection confirms the bag separated from the mask. The root cause of the reported issue was determined to be bad assembly; the bag was not taped properly to the bag to connector. Without the lot number of the product, it was not possible to review the device history record. The manufacturing process was not reviewed because the code reported was not being manufactured at the time of investigation. It was noted that there is a procedure that describes the proper assembly of the bag to the connector by operative personnel. As a corrective action, all personnel were notified of this report and received additional training on the applicable manufacturing procedure.